Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not close. It is unclear if the issue occurred during attempts to apply a clip of a vessel or tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for failure analysis evaluation. However, as of the date of this report, failure analysis has not been completed. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.014" offset at the tips. As a result, the clip could not be closed in the grips. Additional observation(s) not reported by site: the clip applier instrument failed the clip test due to misapplication of the clip. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional information received from the customer: the instrument was inspected prior to reprocessing. A back-up clip applier was used to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.